Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for fecal incontinence and gastrointestinal/pelvic floor. The patient reported return of symptoms. Patient will continue to track symptoms. This was consider a sudden change in therapy/symptoms. She was told she should not be feeling stimulation after a couple of days. She had 3 major leaks and she decreased stimulation from 1.8 to 1.3 because she was feeling stimulation. She may have backed the setting down too far. Patient increased stimulation to 1.6 and will continue to track her symptoms. Event date (B)(6) 2016.

Event description:
Additional information received reported the patient had really good results the first 7-9 weeks and noticed within the last 2 weeks pretty significant leaks which required using a pad. The loss of therapy was noticed in (B)(6) 2016. The patient was going to try increasing settings to see if symptoms would improve.

Event description:
Patient reported that setting of 1.5v was very effective and it was set for a while now. Patient stated all of a sudden they wanted to reduce the setting because of a shocking feeling that they started to get, and an inside leg to their toe sensation. Patient lowered down to 1.3, but 1.3 wasn't effective for their fi and ui symptoms and they started having incontinence symptoms return. Patient felt that the device was not functioning correctly. Patient also mentioned that during sexual intercourse they noticed discomfort in the area where the implant was located. Also, patient states that their effects from stimulation were stronger during intercourse. Patient was advised to consult with doctor for more information regarding issue and also suggested to try 1.4 instead of 1.5 since it was uncomfortable and 1.3 did not seem to help as much w/ the ui and fi symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.